Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a safety syringe. The customer stated that a nurse was trying to activate the safety and when she pulled it back, she received a contaminated needle stick. The safety did not activate. She received the needle stick on her palm, near her thumb. Pt and nurse undergoing testing.